Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that no broken welds were identified. Instead, the metal was torn where the rails bolt to the frame. Therefore, the original complaint issue was not able to be confirmed.

Event description:
The frame/deck of the bed was broken.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The frame/deck of the bed was broken.